Event description:
Complainant alleged that two sets of electrodes failed when attempting to defibrillate a pt. A set of electrodes were applied and after one shock at 200 joules was delivered a dotted base line was displayed. A second set of electrodes was applied and three 200 joule shocks and two 360 joule shocks were delivered and the device then displayed a dotted baseline. A third set was applied and delivered two 200 joule shocks and six 360 joule shocks. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.